Manufacturer narrative:
The investigation is still pending. When additional informations are provided, a follow up will be provided in a supplemental report.

Event description:
During the operation, it was found the shunt leakage and a new product was replaced.

Event description:
Investigation is completed the result will be submitted with this follow up report.

Manufacturer narrative:
Manufacturing and quality control data the progav® 2.0 shunt system was manufactured by a qualified employee in november 2018. Deviations during assembly did not occur. The product was finally tested as article fx434-t and released for packaging and sterilization as well as sterilized by miethke. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters of the valve were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The shuntassistant®has a fixed pressure of 20. The parameters of the valve were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed as meeting specifications. Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: during the optical inspection, a hole was found in the catheter. Permeability test: to check if the progav® 2.0 shunt system has a leakage, we have performed a permeability test on the shunt system. The test showed that the progav® 2.0 shunt system is permeable. In additional, the leakage could be confirmed, liquid has leaked from the incised part of the catheter. Result: based on our investigation, we are able to substantiate the claim of leakage on the catheter. At the time of the investigation, it is not clear to us how the hole in the catheter occurred. However, we can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.